Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. This report is for an unknown philos plate. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between january 2012 and march 2013. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tenor junior, ac. Et al (2016), treatment of proximal humeral fractures using anatomical locking plate: correlation of functional and radiographic results, revista brasileira de ortopedia, vol. 52(3), pages 261-267 (brazil). This retrospective study aims to evaluate the correlation between functional outcomes and radiographic indices of proximal humeral fractures treated with locking anatomical plate. Between january 2012 and march 2013, a total of 39 patients (26 male and 13 female) with a mean age of 51 years (range, 19-71 years for men) and 69 years (range, 45-87 years) for women underwent open reduction and internal fixation with locking anatomic plate (philos-synthes). These patients were divided into 2 groups: 60 years or less (15 patients) and above 60 years (24 patients). The mean follow-up was 27 months (range, 20-34 months). The following complications were reported: 1 patient had avascular necrosis. 1 patient presented infection. This patient requires the removal of synthesis material. 3 patients had a poor functional outcome according to ucla score. These patients were unsatisfied. 14 patients had a worst score, with mean ucla score of 25.4 points. 12 patients had an average of ucla score of 27.6 points. This report is for an unknown synthes locking anatomic plate (philos). This is report 1 of 2 for (B)(4).